Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a lap assisted vaginal hysterectomy (lavh), involving the uterus, the needles would not stay in two separate devices. There was no adverse affect on the patient. There was no patient involvement. There was no patient injury or hazard. There was no user involvement. There was no user injury or hazard. There was no unanticipated tissue loss. There was no unanticipated extension for incision by more than one inch. There was no unanticipated blood loss of more than 500cc's. There was no delay in surgical time of more than 30 minutes. No device fragment fell into the patient cavity. No device fragment was left in the patient cavity. No other manufacturer's products used. The needles will not be returned, only the devices will be returned. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.